Event description:
It was reported that the user experienced intermittent signal loss when attempting to connect the dexcom g7 continuous glucose monitor (cgm), and readings appeared once the support agent engaged, consistent with an intermittent communication failure associated with the antenna component of the electrical and magnetic subsystem. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the systems, aligning with an intermittent communication failure localized to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to connectivity interference consistent transient communication interruption which resolved on its own.